Event description:
It was reported that a catheter kink occured. It was previously reported that a catheter twist occurred, however clarification was received indicating a catheter kink occurred instead. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While ivus was prepared, the opticross catheter became kinked near the transducer. The catheter and wire were removed together as a unit and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The target lesion was located in the left anterior descending artery (lad) and left circumflex artery (lcx). While ivus was prepared, the opticross catheter became entangled with the guidewire near the transducer. The catheter and wire were removed together as a unit and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly and the imaging assembly window were kinked. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that a catheter kink occurred. It was previously reported that a catheter twist occurred, however clarification was received indicating a catheter kink occurred instead. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While ivus was prepared, the opticross catheter became kinked near the transducer. The catheter and wire were removed together as a unit and the procedure was completed with another of the same device. There were no patient complications. It has been confirmed that the catheter was kinked and not twisted as was previously reported.